Event description:
While examining the customer's device, physio-control observed that the buttons on the keypad were not functional. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u6. Ic chip u6 caused the keypad to lock-up with all of the led's lit and only the on button would function. In this condition the device would not charge and therefore would not defibrillate, when prompted. Upon replacing ic chip u6 the assembly functioned normally on mock up.